Event description:
It was reported that this pacemaker exhibited loss of capture on the non-boston scientific right ventricular (rv) lead, which result in asystole. The patient passed out and was brought to the emergency room. The patient was hospitalized and cardiopulmonary resuscitation was performed. Additionally, it was noted the patient had a temporary pacemaker implanted. Then, a device interrogation was performed, and nothing was found. Troubleshooting options were discussed. The sensitivity and the output settings were adjusted. The patient is continuing to be monitored. At this time the rv lead remains in service and no adverse patient effects were reported.

Event description:
It was reported that this pacemaker exhibited loss of capture on the non-boston scientific right ventricular (rv) lead, which result in asystole. The patient passed out and was brought to the emergency room. The patient was hospitalized and cardiopulmonary resuscitation was performed. Additionally, it was noted the patient had a temporary pacemaker implanted. Then, a device interrogation was performed, and nothing was found. Troubleshooting options were discussed. The sensitivity and the output settings were adjusted. The patient is continuing to be monitored. At this time the rv lead remains in service and no adverse patient effects were reported. Additional reports indicated that the pacemaker system was explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, analysis of the returned device found no evidence of device defect, malfunction, or damage outside the bounds of normal medical use. The device was subjected to and passed all automated testing. Laboratory analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that this pacemaker exhibited loss of capture on the non-boston scientific right ventricular (rv) lead, which result in asystole. The patient passed out and was brought to the emergency room. The patient was hospitalized and cardiopulmonary resuscitation was performed. Additionally, it was noted the patient had a temporary pacemaker implanted. Then, a device interrogation was performed, and nothing was found. Troubleshooting options were discussed. The sensitivity and the output settings were adjusted. The patient is continuing to be monitored. At this time the rv lead remains in service and no adverse patient effects were reported.additional reports indicated that the pacemaker system was explanted and replaced. No additional adverse patient effects were reported.